Event description:
On 07/19: customer reports approx (B)(6) female undergoing stent placement procedure when system failed to fluoro. Physician completed the procedure by shooting flat film kubs. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.